Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had not been connecting to the internet due to an it issue. A field service engineer booted the machine several times after the connection was restored to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the user was unable to log into the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.